Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of motor error during rewind from the insulin pump. The customer stated that there were some motor error alarms in the alarm history. The customer's blood glucose is normal, did not require medical treatment. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed motor test. No motor error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.